Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force system sensor. The customer's blood glucose reading was 55 mg/dl at the time of incident. Troubleshooting found that the pump is stuck in motor error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm during prime test due to faulty force sensor. The motor passed motor test. We were unable to perform occlusion test due to motor error alarm. No cosmetic damage noted.